Event description:
On 7/22/2022, it was reported by a distributor via sems that ar-4020ht-07 fastthread screw tap shredded the suture tape upon tapping the tibial tunnel. At this point, the graft was already fixed on the femur, so surgeon was left to pass a 22 gage wire through the tibial bone block before attaining tension once more and fixating the graft. This added 20 minutes to the surgery and additional anesthesia was administered to the patient. Tap handle broke form the tap shaft during the tapping of the femoral acl socket. All broken pieces were retrieved. This was discovered during an anterior cruciate ligament reconstruction, bone patellar bone technique of the left knee on (B)(6) 2022.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.